Event description:
A report was rec'd that the pt underwent a pocket revision due to pain at the pocket site from the battery depth being too shallow. The physician positioned the battery to a depth more comfortable for the pt. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.